Event description:
Additional information was received indicating this event occurred during implant. The right ventricular (rv) lead became dislodged during the procedure. While attempting to reposition the lead, the helix did not extend or retract properly. The rv lead explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed which revealed the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
During follow-up, right ventricular (rv) lead dislodgement was suspected. Diagnostic imaging confirmed the dislodgement and the physician attempted to reposition the rv lead but the helix failed to extend and retract properly. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.